Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2022-38014, related manufacturer reference number: 2017865-2022-38280, related manufacturer reference number: 2017865-2022-38281, related manufacturer reference number: 2017865-2022-38282. It was reported that the patient presented to the hospital on (B)(6) 2022 for a follow-up. Upon examination, it was noted that the pacemaker, the right ventricular (rv) lead, the left ventricular (lv) lead and right atrial (ra) lead had pocket infection. The physician explanted the whole system on (B)(6) 2022. But later, the physician performed pocket debridement in and around the implant site, disinfected and re-sterilized the old pacemaker and implanted it back into the patient along with new ra, rv and lv leads in the same procedure. The patient presented to the hospital again on (B)(6) 2022 complaining of infection. After examination, the pacemaker, ra, rv and lv leads had pocket infection. The physician explanted the whole system on (B)(6) 2022. The patient was in stable condition throughout.